Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The frame interface board was replaced to resolve the issue. Block a: no report of patient involvement. Block d4: unique identifier: (B)(4). Legal manufacturer: hcs madison 3030 ohmeda dr, USA, madison, wi. 53718. Block a: no report of patient involvement. Block d4: unique identifier: (B)(4). Legal manufacturer: hcs madison 3030 ohmeda dr, USA, madison, wi. 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.